Event description:
This report is against user facility medwacth# (B)(4) a copy is attached. The only information contained in this report is correction or additional information. It was reported that the affected leg is shorter. This report is for a broken screw. This report is for 1 of 1 for (B)(4).

Manufacturer narrative:
Age was reported on initial facility medwatch. Gender was reported on initial facility medwatch. This report is for an unknown screw. Per the part data provided in facility medwatch it can be part a synthes 7.3 screw. Correction: manufacturer. Device is not available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.